Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a corroded motor home switch. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a scratched reservoir tube window and minor scratches on the display window.

Event description:
It was reported that the customer had high blood glucose levels of 182 mg/dl. The customer reported a motor error alarm from the insulin pump during rewinding. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.